Event description:
It was reported that the customer received an occlusion alarm. Customer cleared the alarm and resued insulin delivery successfully. There was no impact to the customer's blood glucose level as the customer was using saline.

Manufacturer narrative:
The product has not returned for eval. Should new relevant info become available a supplemental report will be submitted.